Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 6 of the ambient light sensor(u1).

Event description:
The customer reported via phone call that their insulin pump received hardware low level failure. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the pump. The customer was assisted with performing displacement test and it was passed. The insulin pump will be returned for analysis.